Event description:
A customer reported 1 ml of blood in the drip tray below the blood sampling valve (bsv) on the coulter lh 750 hematology analyzer and on the counter top. The leak which was reported as more than 10 ml was not contained within the instrument. The customer technical specialist instructed the customer to check the bsv and tighten the bsv which was okay. No disconnected tubing or holes in tubing was observed. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or exposure was reported. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place. On the date of the event, a field service engineer (fse) found a hole on the vent line that connects to the needle causing a leak when instrument goes on the vent line sensor (vls) rinse cycle. The fse re-tubed the vls line on the needle to resolve the issue. Failure mode: hole on the vent line that connects to the needle.

Manufacturer narrative:
(B)(4).